Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was discovered that the patient's implantable neurostimulator (ins) was off and the patient was unsure when or why the therapy turned off. During an attempt to assist the patient with the recharging process and the recharger application, a "not found" message appeared. Troubleshooting was unable to be completed due to call ending early. No patient complications have been reported as a result of this event.